Manufacturer narrative:
We will file a f/u MDR at the completion of the investigation. Internal cross reference: complaint pr# (B)(4). Initial MDR mailed on (B)(4) 2013.

Event description:
Philips rec'd info from the customer reporting when performing a short tube conditioning (tc) on the CT system white smoke and a burning smell coming from the gantry. There was no pt involvement. There was no report of harm to a pt, operator, or bystander due to this issue. Philips service confirmed there was no pt involvement. There was no report of harm to a pt, operator, or bystander due to this issue. Philips service confirmed there was only smoke and a burning smell, there was no fire or indication of fire and the fire department was not called.